Event description:
It was reported that the procedure was to treat the 85% stenosed, de novo, iliac artery with mild calcification and mild tortuosity. The 8x100 mm absolute pro self expanding stent system (sess) was advanced on a .035 guide wire to the target lesion. During deployment, the stent was partially deployed when the thumbwheel became stuck and the stent could not be released. An attempt was made to pry open the handle in order to release the stent, but this was unsuccessful. Therefore, the delivery system was removed from the anatomy. Resistance was noted and force was applied, causing the stent to deploy in the target vessel. The ends of the stent were well apposed to the vessel wall; however, the middle portion was not well apposed, as seen on angiography. An unspecified balloon was used to expand and stretch the stent step by step. During the delivery system removal, the tip of the delivery system detached and embolized to the anterior tibial artery. An attempt was made to snare the detached segment; however, this was unsuccessful. The snare did recover some clots. No further attempts to retrieve the separated portion are planned as there was no blockage in blood flow. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported physical resistance / sticking-thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The provided media confirms the information provided in the complaint summary during deployment of 8x100 mm absolute pro. The videos show the proximal and distal ends of the stent deployed and a narrowed middle portion of stent which was subsequently balloon inflated. A probable cause for the event cannot be determined by the provided media and complaint description. The reported patient effect of thrombosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. Reportedly, resistance was noted during removal from the anatomy and force was applied, causing the stent to deploy in the target vessel. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use IFU, states: note: should unusual resistance be felt at any time during removal of delivery system post-stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the mildly calcified, mildly torturous and 85% stenosed anatomy resulting in preventing the shaft lumens from moving freely resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported physical resistance/sticking-thumbwheel and the reported difficult or delayed activation difficulties cannot be determined. Manipulation of the compromised device resulted in the noted device damages (kinked stent sheath, multiple jacket kinks, multiple inner member kinks, multiple I-beam bends) likely contributing to the reported physical resistance/sticking-thumbwheel and the reported difficult or delayed activation. During removal, further manipulation of the compromised device using force resulted in the reported/noted tip material separation and the noted device damages (separated stent sheath, jacket stretch marks, inner member and I-beam separations) thus resulting in the reported difficult to remove. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly an attempt was made to snare the detached segment; however, this was unsuccessful. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.